Event description:
The reporter states that the customer obtained the following blood glucose comparisons on the accu-chek aviva system: 300 mg/dl and 60 mg/dl; 300 mg/dl and 80 mg/dl; 60 mg/dl and 280 mg/dl; 80 mg/dl and 280 mg/dl. All aforementioned tests were obtained within 10 mins. The reporter was not clear on what exact action the customer took based on the blood glucose results. No adverse event reported. New system sent and return requested.